Manufacturer narrative:
On 12/12/18, it was reported to mentor that the device history record (DHR) for the lot number 246383 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/7/19, device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Black and brown material was observed within the device and white and black material was observed on the shell surface. During initial evaluation a rent was discovered in the posterior aspect, measuring approximately 0.5 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 5527142, and no non-conformances related to the reported complaint condition were identified. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the black, brown and white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2019, it was reported to mentor that the lot number was mixed by the original reporter. The actual lot number was updated from 246383 to 5527142, serial number was updated from (B)(4) to (B)(4). Concomitant product was updated from catalog number 3542655, serial number (B)(4), lot number 5527142 to catalog number 3542655, serial number (B)(4), lot number 246383 as per additional information received. The patient experienced capsular contracture baker grade ii on the left device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor siltex round moderate profile 350cc, catalog number 3542655, serial number (B)(4), lot number 5527142. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was observed by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation have been completed. The device contained no fluid, upon receipt by mentor. Red and brown material were observed within the device. White, yellow and black material were observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the red, brown, white, yellow, and black material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).